Event description:
It was reported that the patient had a nonunion and broke both rods and xia 3 iliac bolt.

Manufacturer narrative:
Results: the device was not received, testing and inspection cannot be performed to aid in root cause determination. However, per the communication with the sales representative, the device was implanted for approximately 3 months and union had not occurred. This means that the construct would have been tasked to bear the weight of the spine without additional support. The xia 3 IFU states that "the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone." Conclusion: the most likely cause of the reported event is a fatigue fracture of the device due to a lack of fusion at the site subjecting the rod to excessive physiological loads for a prolonged period of time.

Event description:
It was reported that the patient had a nonunion and broke both rods and xia 3 iliac bolt.